Manufacturer narrative:
Device evaluated by MFR: the wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. It is possible to observed that the spring tip was bent and stretched, moreover the wire was exposed through the delivery sheath. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath.

Event description:
It was reported that guidewire fracture occurred. Patient was presented with significant dizziness. The more than 85% stenosed target lesion was located in the significantly tortuous and non-calcified left internal carotid artery. A 190 cm filterwire ez was selected for use in the carotid artery stenting. During the procedure, the filterwire was delivered into the body along the catheter. However, it was noted that the filterwire was difficult to deliver when crossing the lesion. The angle of the device was then adjusted for many times and the filter was in place. Upon releasing, it was noted that the resistance was very large. Additionally, the distal end of the delivery sheath near the transparent segment was partially split open and consequently, the filter guidewire was exposed. It was then found out that the filter guidewire was fractured. The body of the filterwire was stuck at the distal end of the delivery sheath and the device was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that guidewire fracture occurred. Patient was presented with significant dizziness. The more than 85% stenosed target lesion was located in the significantly tortuous and non-calcified left internal carotid artery. A 190 cm filterwire ez was selected for use in the carotid artery stenting. During the procedure, the filterwire was delivered into the body along the catheter. However, it was noted that the filterwire was difficult to deliver when crossing the lesion. The angle of the device was then adjusted for many times and the filter was in place. Upon releasing, it was noted that the resistance was very large. Additionally, the distal end of the delivery sheath near the transparent segment was partially split open and consequently, the filter guidewire was exposed. It was then found out that the filter guidewire was fractured. The body of the filterwire was stuck at the distal end of the delivery sheath and the device was removed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.